Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2006. The fse found and replaced tubing with a hole in it through valve vl4b to resolve the leak. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported a clear fluid leak from a coulter lh 750 hematology analyzer. The leak was not contained within the instrument and there were no error messages observed by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.